Manufacturer narrative:
Sections with additional information as of 13-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique adverse event report is being submitted due to symptoms related to diabetes - lethargic and dizzy. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and lethargic. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 208mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is 08/27/2020. The meter memory was not reviewed for previous test result history.